Manufacturer narrative:
No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Manufacturer's investigation conclusion: there was an incidental finding of electrically damaged components q36 (transistor, nfet) and fuse f2 on main pcb assembly. The reported event associated with a red heart alarm can be confirmed based on the evaluation results of the returned system controller. During the analysis, the device was connected to laboratory equipment and was unable to operate the test lvad pump in primary mode. Further analysis of the device revealed that the primary drive circuitry was damaged, which prevented the device from operating a lvad pump. The log file retrieved from the returned device contained pump stop events, which were consistent with the damage sustained to the inner pcb. The damage to the primary drive circuitry components appear consistent with an over current situation that can potentially occur from a vad/percutaneous lead issue. The percutaneous lead issue can addressed via the evaluation of the heartmate ii lvas. The device history records were reviewed and the records revealed the controller was manufactured in accordance with manufacturing or qa specifications. The system controller was shipped to the customer on (B)(6) 2016.

Event description:
Additional information was received on 26aug2020 indicating that the patient expired. No additional information was received.

Manufacturer narrative:
Additional information.

Manufacturer narrative:
The patient's previous short to shield was reported under MFR # 2916596-2017-01429. No further information was provided. A supplemental report will be submitted when the manufacturer¿s investigation is completed.

Event description:
Related manufacturer reference number: 2916596-2020-04085. It was reported that the patient had a previous presumed short to shield. The log file displayed low flow hazards alarms and a controller clock reset due to a complete loss of power to the controller. The log files displayed intermittent loss of power to the epc controller causing transiet low speed/pump stop events potentially due to an issue with the epc controller/controller power leads. There were also low voltages on relative state of charge while the patient is tethered on an unshielded patient cable that was reportedly most often due to cable fatigue.